Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted through the gastric wall to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025.during the procedure, while deploying the stent first flange following puncture, the flange did not expand as expected. Gentle manipulation was attempted, but the flange still failed to open. The procedure was not completed.the patient went to surgery as a result of the issue; however, the cause is currently unknown.note: it was reported that the axios stent was intended to be implanted during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.

Manufacturer narrative:
Block b5 was updated with event details missing from previous report.block h6 was updated with coding details missing from the previous report.block e1:initial reporter's address: (B)(6).block h6:imdrf device code a150101 captures the reportable event of stent first flange failure to expand.imdrf impact code f19 captures the reportable event of surgical intervention.imdrf impact code f1001 captures the reportable event of cancelled procedure.imdrf impact code f2301 captures the reportable event of the additional tool required to address the puncture site of a gastrojejunostomy.block h11:investigation summary:based on the available information, boston scientific corporation confirmed the reported event of stent first flange failure to expand as the stent did not expand when fully deployed. Stent expansion rates can be affected by compression, time, temperature, and humidity. Slower expansion is most common in larger stent sizes because they undergo the greatest compression within the catheter delivery system. As diameter increases, the stent is packed more tightly, which influences how it behaves once released. All stent sizes may show variation based on the degree of compression during loading. Larger diameters require more compression, smaller ones less, but any size can be impacted. Higher compression can temporarily reduce the unconstrained opening dimension compared to manufacturing specifications, resulting in slower initial expansion until the stent reaches its intended shape. Additionally, the twists observed in the sheath were most likely related to procedural factors such as lesion characteristics, device handling, or force applied during the procedure, which may have contributed to the deployment difficulties and damages observed during analysis. It was reported that the axios stent was intended to be implanted during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.device history records review:a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.device technical analysis:an axios stent with electrocautery-enhanced delivery system was returned for analysis. The stent was returned in an undeployed condition, with the slider observed in position 0 of the deployment process. Visual inspection identified signs of use on the nose cone, and the black marker did not fully cover the nose cone shoulders, indicating stretching of the inner sheath. No damage was observed to the handle or slider; however, a kink was identified near the luer. Functional analysis demonstrated that the slider could not be advanced from position 0 to position 2 due to high resistance encountered during deployment. Device disassembly revealed two twists in the sheath restricting stent deployment. After cutting the sheath, the nose cone was pulled using pliers. The first flange expanded slowly, and the proximal end of the stent was observed to be folded and twisted. Following manual manipulation, the stent fully expanded to its intended shape.labeling review: a labeling review was performed, and from the information available, the device was used in a manner inconsistent with the instructions for use/product label.risk review:a risk review was completed and confirmed that the events of "stent first flange failure to expand, device use of device issue misuse, surgical intervention and cancelled/rescheduled - post sedation/sedation unknown" were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:taking all available information into consideration, the investigation concluded that the most probable cause is cause linked to device but unable to trace more specifically.

Manufacturer narrative:
Block e1: initial reporter's address: (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of the additional tool required to address the puncture site of a gastrojejunostomy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted through the gastric wall to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, while deploying the stent first flange following puncture, the flange did not expand as expected. Gentle manipulation was attempted, but the flange still failed to open. The procedure was completed by replacing and using a different device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.

Manufacturer narrative:
Block b5 was updated with event details missing from previous report. Block h6 was updated with coding details missing from the previous report. Block e1: initial reporter's address: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Imdrf impact code f2301 captures the reportable event of the additional tool required to address the puncture site of a gastrojejunostomy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted through the gastric wall to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, while deploying the stent first flange following puncture, the flange did not expand as expected. Gentle manipulation was attempted, but the flange still failed to open. The procedure was not completed. The patient went to surgery as a result of the issue; however, the cause is currently unknown. Note: it was reported that the axios stent was intended to be implanted during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.